Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2019 and mesh was implanted during which the surgeon noted extensive adhesions. Once the tedious, prolonged and extensive lysis of adhesions was performed, the mesh was removed. The small bowel desorsalizations were repaired. It was reported that the patient had previously underwent ventral hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient experienced severe pain, discomfort, diarrhea and chills. Other procedure is captured in a separate file. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 04/20/2021.